Event description:
It was reported to boston scientific corporation that a bite blox was used on an unknown date. According to the complainant, the patient had a rash or allergic reaction near the throat. It is unknown if the rash had to do with the bite blox. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code e0402 captures the reportable event of hypersensitivity/allergic reaction. Imdrf device code e1714 captures the reportable event of rash.